Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29oct2019. The service engineer (se) inspected the device. The se confirmed the reported issue. The se performed a touchscreen calibration to address the reported issue and all tests passed.

Event description:
It was reported that the ventilators touchscreen was faulty. The ventilator was in use on a patient at the time of the reported event; however, there was no patient harm reported.